Manufacturer narrative:
Additional info has been requested. Investigation could not be completed, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg date could not be determined without a lot number.

Event description:
Pt was returning for routine lengthening of his veptr construct and preoperative x-rays taken day of surgery revealed a fracture in the lumbar extension at the junction between the lengthening portion and the lumbar rod. The surgical plan was changed to exchange the lower broken portion of the medical device. Short-term plans for the pt are to continue with veptr devices. At his next sitting, the lateral veptr device probably will be partially exchanged. The medial device will be lengthened.